Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained about jumping in the chest that was determined to be diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was performed. The lead remains in use. No further patient complications have been reported as a result of this event.